Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 12mm x 2.5, concentric, de novo target lesion with a greater than 45 degree bend and a 65% ejection fraction was located in the moderately calcified and severely tortuous bifurcated ostial left circumflex. A 20 x 12 balloon was advanced to predilate the lesion. Following predilitation, a kissing balloon technique with two 16 x 2.50 promus elites was performed. The stents were advanced to the target lesion, but significant resistance was encountered while advancing the devices and the mandrels fractured. It was noted that the fracture of the mandrels occurred due to the tortuosity and calcification of the lesion. The devices were removed and the procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. It was further reported that patient was hospitalized for angioplasty of the circumflex (cx) marginal bifurcation (angioplasty of the circumflex artery) (medina 0 1 1-bifurcation) with the placement of two active stents. During the procedure and after placing the first stent in the cx and exchanging guides between two arteries, a 2mm balloon was inflated at the level at the ostium of the marginal and through the strut of the first sent. The progression of the second stent (16 x 2.50mm promus elite) through the strut of the first stent was laborious thus the manipulation of the stent through the bifurcation was enameled by a fracture of the mandrel of the stent which required its extraction with difficulty from the site of angioplasty, a second inflation of the balloon was performed at the level of the ostium of the marginal, then it a second stent (16 x 2.50 promus elite) was placed. The same thing happened with a fracture of the mandrel of the second stent due to the tortuosity of the lesion and the existence of a very tight and calcified stenosis of the ostium of the marginal. A larger nc balloon was subsequently used to better deliver the passage to the stent. After releasing the third stent at the level of the marginal, the procedure was completed with a kissing balloon and obtained a good final result. No patient complications were reported in relation to this event.

Manufacturer narrative:
Correction: e1: initial reporter country: from: (B)(6).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 12mm x 2.5, concentric, de novo target lesion with a greater than 45 degree bend and a 65% ejection fraction was located in the moderately calcified and severely tortuous bifurcated ostial left circumflex. A 20 x 12 balloon was advanced to predilate the lesion. Following predilitation, a kissing balloon technique with two 16 x 2.50 promus elites was performed. The stents were advanced to the target lesion, but significant resistance was encountered while advancing the devices and the mandrels fractured. It was noted that the fracture of the mandrels occurred due to the tortuosity and calcification of the lesion. The devices were removed and the procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. It was further reported that patient was hospitalized for angioplasty of the circumflex (cx) marginal bifurcation (angioplasty of the circumflex artery) (medina 0 1 1) with the placement of two active stents. During the procedure and after placing the first stent in the cx and exchanging guides between two arteries, a 2mm balloon was inflated at the level at the ostium of the marginal and through the strut of the first sent. The progression of the second stent (16 x 2.50mm promus elite) through the strut of the first stent was laborious thus the manipulation of the stent through the bifurcation was enameled by a fracture of the mandrel of the stent which required its extraction with difficulty from the site of angioplasty, a second inflation of the balloon was performed at the level of the ostium of the marginal, then it a second stent (16 x 2.50 promus elite) was placed. The same thing happened with a fracture of the mandrel of the second stent due to the tortuosity of the lesion and the existence of a very tight and calcified stenosis of the ostium of the marginal. A larger nc balloon was subsequently used to better deliver the passage to the stent. After releasing the third stent at the level of the marginal, the procedure was completed with a kissing balloon and obtained a good final result. No patient complications were reported in relation to this event.

Manufacturer narrative:
Correction: e1: initial reporter country: (B)(6). Device evaluated by MFR: a 16 x 2.50mm promus elite mr stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found it was broken at 18.3 cm distal to the distal end of the strain relief. Additionally, multiple kinks were noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 inch test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 12mm x 2.5, concentric, de novo target lesion with a greater than 45 degree bend and a 65% ejection fraction was located in the moderately calcified and severely tortuous bifurcated ostial left circumflex. A 20 x 12 balloon was advanced to predilate the lesion. Following predilitation, a kissing balloon technique with two 16 x 2.50 promus elites was performed. The stents were advanced to the target lesion, but significant resistance was encountered while advancing the devices and the mandrels fractured. It was noted that the fracture of the mandrels occurred due to the tortuosity and calcification of the lesion. The devices were removed and the procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.